Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A guide catheter was used and two samurai guide wires were advanced in the rca. A 2.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion; however, while manipulating the balloon it snapped in half. No patient complications were reported.